Event description:
Dialysis facility tech reported that the pt felt flush, was given normal saline and gained .6 kg of fluid while using the meridian for hemodialysis treatment. Facility relates that at 7:19, one minute after treatment began, the meridian elicited an "exceeding maximum if rate" message and the dialysate lines were reconnected to the machine to recalibrate the ultrafiltration controller. After successful recalibration, the dialysate lines were reconnected to the dialyzer and treatment was restarted at 7:25. Hcp relates that the pt felt flushed and 300cc normal saline was administered. At 7:30 the pt's blood pressure was 87/51, 100cc normal saline was administered and the pt's ultrafiltrate goal was reduced from 2.6 kg to 1.3 kg. The pt requested 2l of oxygen via nasal canula and was put into a reclined position. At 7:48 the pt requested to go to the bathroom and treatment was discontinued. The pt's blood pressure was 142/76 and the pt reported feeling better but noted some congestion and a stuffy nose. The hcp relates that the pt returned later in the day and received hemodialysis treatment with no difficulties encoutered.